Manufacturer narrative:
The following were reviewed as part of this investigation: sample analysis, patient severity, applicable previous investigation(s), complaint and lot history review, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty passing a guidewire is confirmed. One niagara kit tray was returned for evaluation. An initial visual observation showed the kit tray was returned without a lid and all kit components except one end cap and two transparent dressings were returned with the tray. Use residue was observed on the kit components, and the guidewire was observed to be damaged. The core wire of the guidewire was observed to be broken during tactile testing. A microscopic observation revealed some damage on the bevel of the introducer needle. Both weld tips of the guidewire were observed to be present, and no breaks were found in the coiled wire. The break in the core wire of the guidewire was observed to be tapered with a mostly smooth and granular fracture surface, which is indicative of tensile failure caused by excessive pulling forces on the guidewire.

Event description:
It was reported by the attending physician that "the metallic guide of the catheter presents resistance, therefore it is not possible for it to pass, for which reason another catheter is requested." Additional information received on 06.jan.2023: resistance was noted before use on the patient. There was no patient harm reported, no need for medical or surgical intervention. (B)(6) 2023 - the returned sample exhibited a break in the coil wire of the guidewire.